Event description:
The customer reported that while the panorama central station was in use, monitoring patients along with telepacks, the central "slowed down", and then froze up. No patient injury was reported. The exact date of the incident is not known. It is reported to have occurred anywhere from four months to one year ago.

Manufacturer narrative:
The customer's biomed reset the system, and monitoring was continued. Datascope patient monitoring service was not advised at the time of the event, and no additional information is available.